Event description:
A false positive advia centaur troponin ultra result was obtained on a pt sample and reported to the clinician. The clinician questioned the result since the result from the previous day was negative. The laboratory repeated the testing in duplicate for the pt sample. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens rep examined the troponin ultra qc and found no issues. The cause for the false positive troponin ultra result is unk. No further eval of the device is required.

Manufacturer narrative:
Correction: the initial MDR stated that the cause is unknown. The discordant result appears to have been caused by inappropriate centrifugation time and/or speed.